Manufacturer narrative:
The customer reported an influx of air into sets, and returned 25 unopened, representative samples of material 2420-0007, lot 25017265. Upon initial visual examination, the sets had no defects or abnormalities. All 25 tubing sets were infused with water by gravity, the y-sites were manipulated and checked for deformities, or anything that could cause a leak, but no issues were found. Without any replicated failures, the root cause for the issue could not be determined. It is possible the issue is occurring with slow or lower flow rates, as opposed to higher infusion rates. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim. It was reported by customer that they are priming the tubing, and it passes through the first connector port, they're getting an influx of air. They're also getting lots of air in line alarms as the tubing is utilized.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.